Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to be calibrated. The programmer is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus of the programmer was unable to be calibrated; there was a deviation between the stylus and the cursor on the display screen of the programmer. It was also found that the right display hasp was broken, and errors were found in the history logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.